Manufacturer narrative:
(B)(4). The insulin pump was received with intermittent button response due to flattened dome switch on the act button. J2 connector was inspected and locked on lcd board. The pump passed displacement, rewind, basic occlusion, prime/compromised force sensor system, excessive no delivery, occlusion, self and unexpected restart alarm tests. Pump passed all operating currents tested within the spec range and off no power test. The pump was programmed with test minilink transmitter and the glucose sensor simulator. The pump was communicating properly with glucose sensor simulator and displayed the 100 value properly on the display graph. No sensor error was detected. The pump was received with a crack on the battery tube thread, reservoir tube lip, and on the case near the display window corners. The end cap sticker was stained and there were minor scratches on the display window.

Event description:
Customer reported via phone call that the device had cosmetic damages. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.